Event description:
The tech found the stretcher with a note stating broken. The tech reported the right head brake caster will not hold. The stretcher was located in the repair area at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake rod had slipped out of the brake caster due to a broken screw in the hex rod. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the brake hex rod and sem screw to resolve the issue. Based on this info, no further action is required.